Event description:
The customer alleged her contour next did not store all of her blood glucose readings. No adverse event was alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to the customer.